Manufacturer narrative:
No pt injury nor medical intervention was required as a result of the excessive removal event. When the alarm occurred again, the pt's blood was rinsed back to her and she was connected to another prisma machine, where she continued on her treatment without further incident. The hospital's biomedical engineering dept inspected the machine and found that it passed all diagnostic and functional tests. The machine has been returned to service with no further reported events.